Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva system 2. Reference medwatch with patient identifier (B)(6) for aviva system 1. Device will not be returned.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 221 mg/dl (aviva system 1) and 90 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.